Event description:
Product malfunction: isolated hook fracture. Patient was implanted in 1999. The one month follow-up detected no hook fracture. At the one year follow-up, a hook fracture was present but was not detected at the time. At the two year follow-up, the hook fracture was detected. The implant was re-assessed and no migration was observed, the aneurysm sac had no increase and had actually decreased in size. No intervention was performed. The patient is stable.